Manufacturer narrative:
Citation: cizmic a et al. Valve-in-valve tavr versus redo surgical aortic valve replacement: early outcomes. Thorac cardiovasc surg. 2021 sep 14. Doi: 10.1055/s-0041-1735476. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding early outcomes of valve-in-valve transcatheter aortic valve (tav) replacement versus redo surgical aortic valve (sav) replacements. All data were retrospectively collected from a single center between 2009 and 2019. The study population included 90 patients; 73 who underwent a valve-in-valve tav replacement and 13 who underwent a sav replacement. Patients in the tav group were predominantly female with a mean age of 78 years. Patients in the sav groups were predominantly male with a mean age of 62 years. Multiple manufacturer¿s devices were implanted in the study population; 47 patients were implanted with a medtronic evolutr tav. The remaining patients were implanted with a non-medtronic tav or an unspecified sav. No unique device identifier numbers were provided. Among all patients, no deaths were attributed to a tav. Among all patients, adverse events included: cardiopulmonary resuscitation (CPR), mild to moderate paravalvular leak (pvl), complete heart block (chb), permanent pacemaker implant, transient ischemic attack (tia), cerebral vascular accident (cva), vascular complications, inguinal hematoma, pseudoaneurysm, surgical revision of access site, intravascular stenting, patient-prosthesis mismatch (ppm), and increased gradient measurements. Based on the available information a medtronic product may have been associated with the adverse events.